Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited inappropriate mode switching due to intermittent far r wave oversensing. Programming changes were discussed. No intervention was performed.